Event description:
Regulatory was notified on 04 june 2024 that an email was sent from one of biomed's customer stating that: hello, we received a complaint for msc6008ep cleanser, wound, skin tegrity,ep,8oz,spray. The customer stated "medline skintegrity applied to patient left thigh incisional wound during wound vac dressing change. Immediately after application, the patient called out in pain and reported that the wound had increased burning and stinging. On the next dressing change, a different type of solution was used as a wound cleanser and the patient denied any additional discomfort. In another case, skintegrity applied to abdominal midline incision wound during wound vac dressing change and again, patient immediately reported increased pain and burning.". The regulator reviewed this complaint and determined that this incident isn't MDR reportable. We haven't received a sample, so I was unable to confirm this complaint. The customer did report a lot, number 00693, could you investigate this complaint and get back to me with your findings? Thank you.

Manufacturer narrative:
From manufacturer: batch history review: manufacturing date: (lot #006393) fg-start 21 mar 2023 end 27 mar 2023 (9) bulk lots used to manufacture fg. Mfg bulk #005878 & #005880 mfg date 15 feb 2023 #005881, #005882 & #005883 mfg date 16 feb 2023 #005918, #005919, #005920 & #005921 mfg 01 mar 2023 within specification results confirmed 4 apr 2023. No nonconformances identified during production. No out of specifications identified during production no deviations identified during production. No equipment repairs identified during production. Per DHR form#: fr-pc-05 page 4 of 18 machine was down for 6hrs due to label machine not working. Per DHR form#: fr-pc-05 page 6 of 18 machine was down for 45 mins due to label machine not working. Per DHR form#: fr-pc-05 page 7 of 18 machine down for 2hrs 30 min due to label machine not working. Complaint history review reviewed 21 mar 2022 through 28 oct 2023 no capas issued for this issue during this review period. CAPA history review reviewed 21 mar 2022 through 28 oct 2023 no capas issued for this issue during this review period. Returned product evaluation: customer did not return product for evaluation. Retain sample(s) evaluation: retain samples not located. Investigation results: reviewed (lot #006393) fg-start 21 mar 2023 end 27 mar 2023 (9) bulk lots used to manufacture fg. Mfg bulk #005878 & #005880 mfg date 15 feb 2023 # 005881, #005882 & #005883 mfg date 16 feb 2023 #005918, #005919, #005920 & #005921 mfg 01 mar 2023 within specification results confirmed 4 apr 2023. Per DHR form#: fr-pc-05 page 4 of 18 machine was down for 6hrs due to label machine not working. Per DHR form #: fr-pc-05 page 6 of 18 machine was down for 45 mins due to label machine not working. Per DHR form #: fr-pc-05 page 7 of 18 machine down for 2hrs 30 min due to label machine not working. No complaints or capas issued for this issue. Customer did not return provide for evaluation. Retain samples were not located. Requested for more information from initial reporter. No additional information received.